Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet system with a g7 sensor, confirmed by fingerstick at 63 mg/dl, and noted that dinner announcements were prompting the pump to dose approximately 12 units, which the user believed exceeded their need; troubleshooting and education were provided, including advice to treat with oral glucose and a referral for additional training on meal announcements. Symptoms included low blood glucose. Outcomes included user self-treatment with oral glucose and continuation of therapy without hospitalization. Investigation included user interview and troubleshooting education. Investigation of this case revealed an unclear cause for the hypoglycemia, with user-reported potential over-delivery associated with meal announcement behavior; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.